Event description:
ICU patient had arterial (art) line in place to measure her blood pressure accurately. Art line wave became dampened and was not reading well. Rn investigated line and found the line tubing had come apart at the vamp (which is not a connection point). Art line could not be saved. Md was notified, new art line was placed. Patient tolerated replacement well and did not have any complications or injuries from incident.